Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in shock lead impedance measurement from 90 ohms at change out to 126 ohms. The field representative verified that there was a steady increase in shock impedance and wanted to know if this indicates an anomaly. Boston scientific technical services (ts) recommended testing in office and other configurations to check consistency in measurements. Ts also reviewed testing with 1.1 joules and then to maximum energy if measurements continued to increase. The physician will decide what actions to take nonetheless ts stressed out the importance of testing system integrity. Additional information was received from a field representative indicating that the patient will continuously be monitored and test on other shock configuration will be performed on the patient¿s next routine follow-up. No interventions were performed. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that the patient was brought in for defibrillation threshold (dft) test and maximum synchronous shocks were delivered to test the integrity of the patient¿s system. The patient was successfully converted. A save to disk and memory dump was performed for engineering analysis where results indicated an apparent rise in sli. The patient will be continuously monitored and the field representative will call back at next patient follow-up.

Event description:
Additional information received indicated that shock lead impedance test was performed and all three configurations indicated high sli measurement. Furthermore, isometrics and pocket manipulation was done and noise was not elicited, no change in impedance was observed. The device was programmed to rv coil to can. No commanded shocks were performed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that another save to disk and memory dump was performed during routine follow-up as part of monitoring shock impedance. Testing was done in triad and got shock impedance of 90-98 ohms. The field representative also tested rv to ra coil and got normal impedance. Device was then reprogrammed back to rv coil to can. Recent manual shock impedance triad values were high but not out-of-range. The plan is to continue monitoring this patient.